Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next link 2.4 meter. The customer also returned contour next test strips for lot #s 8hpef04a and 7jped01a. The customer did not return test strips for lot # 8kpef06a as all the strips from that lot were used by the customer. The returned meters were tested with returned strips and in-house strips from lot #s 8hpef04a and 8kpef06a. All results were within specifications.

Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer obtained blood glucose readings of 52 mg/dl and 118 mg/dl on the contour next one and contour next link 2.4 meters respectively. The customer was feeling hypoglycemic. There was no allegation of an adverse event. The customer was advised to return the test strips for investigation. Replacement product was sent to the customer.